Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 804:26; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The condition of failure code 804:26 was confirmed through evaluation. However, the issue was not reproduced. Upon review of the event history, it was determined that failure code 804:26 was followed by 3 instances of the manual tube release (mtr) knob being in the open position which caused a software failure. The connection was tightened as a precaution although the cause was determined to be a software failure; it is unlikely to reoccur. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a remediated colleague pump with a user interface module software version of 5.09.90.